Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2023 recorded an initially stable pacing impedance of 500 ohms with a gradual rise to 900 ohms since (B)(6) 2023. Further analysis showed a fluctuating rv pacing threshold between 1 volts and 2 volts with a fluctuating gradual rise to 2.6 volts since (B)(6) 2023. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as an ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing with an increase of pacing threshold and impedance of the lead was observed since (B)(6) 2023. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.